Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 35cc intra aortic balloon (iab) displayed an ¿optical sensor failure¿ alarm during use, resulting in loss of arterial pressure and pressure waveform display. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected: field d4 lot number, UDI number, e1 event site address. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A second sheath was returned separate from the iab and a kink was observed near the middle of the sheath tubing. The separate sheath was not a maquet product. A kink was observed on the catheter tubing approximately 41.7cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 20.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.